Event description:
It was reported that a patient experienced loss of connectivity between the ilet and a dexcom g7 cgm despite the devices remaining in close proximity, which required restarting the ilet and follow-up to confirm reconnection. Symptoms included no reported adverse physiological effects. Outcomes included temporary interruption of cgm data to the ilet with need for user troubleshooting and education. Investigation included customer service troubleshooting focused on signal loss, device restart, and user guidance. Investigation of this case revealed a communication interruption between the cgm and the ilet; no device damage or patient harm was identified, and the issue was addressed through reconnection steps. It was concluded, based on previously established findings for similar reports, that the cause was likely intermittent bluetooth communication disruption.